Event description:
It was reported to boston scientific corporation in 2008, that a resolution clip device was used during an endoscopic procedure performed four days prior. According to the complainant, during the procedure, the device would not open. Procedure completed with another of the same resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.